Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was no longer functional. Customer's blood glucose was 356 mg/dl. Customer has reverted to manual injections. The customer also reported being hospitalized for diabetic ketoacidosis. Customer stated they were on manual injections during the time of their hospitalization. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.